Manufacturer narrative:
It was reported through the clinical trial that the patient expired 2 months after the transapical deployment of a 26mm sapien valve. The cause of death was listed as arrhythmia, cardiomyopathy and valvular heart disease. Autopsy was not performed. Initially the relationship of the device to the event was not assessed in the clinical trial database. The event was later assessed by the primary investigator as having a possible relationship to the valve, and to the procedure. At the end of the tavr procedure the patient had free flow to the coronary arteries, mild paravalvular leak and trace central leak. The patient was discharged to an extended care facility 8 days s/p tavr procedure because the he still required aggressive pulmonary secretion management. The patient was discharged on the following medications: atorvastatin, lasix, aspirin, levothyroxine, coumadin, carvedilol, spironolactone, captopril, protonix, januvia, and levofloxacin. Two weeks post tavr the patient was admitted with pneumonia, renal insufficiency and chf exacerbation, and was discharged 3 days later. Another two weeks later the patient was admitted for uncontrollable pain (unspecified). Per the instructions for use (IFU), arrhythmias are a known potential adverse event associated with aortic valve replacement and bioprosthetic heart valves. It can be associated with the procedure, anesthesia, or can be a progression of the patient's disease at some point in the post-operative period. In this particular case, the exact root cause of the patient's death is not known as an autopsy was not performed; however, the cause of death was listed as arrhythmia, cardiomyopathy and valvular heart disease. Additional details surrounding the the patient's death are not available; however, per report the arrhythmia was not due to a device malfunction. The patient had underlying arrhythmia, cardiomyopathy and valvular heart disease .other factors that could have contributed to the patient death include the patient's increasing age, fragile condition, and other comorbidities (diabetes, chf, cad, htn, renal failure and pneumonia). Device history records review showed that the valve met specifications prior procedure. There is no evidence that the death was directly related to the edwards valve. No further actions are possible at this time.

Manufacturer narrative:
Investigation ongoing.

Event description:
Per report, 2 months after the transapical deployment of a 26mm sapien valve, the patient expired due to arrhythmia, cardiomyopathy and valvular heart disease. Autopsy was not performed. At this time, the relationship of the event to the edwards device, if any, has not been provided. The patient was discharged to an extended care facility 8 days s/p tavr procedure because the patient still required aggressive pulmonary secretion management. Two weeks post tavr, the patient was admitted with pneumonia, renal insufficiency and chf exacerbation, and was discharged 3 days later. Another two weeks later, the patient was admitted for uncontrollable pain (unspecified).